Event description:
CPAP machine is making a whistling noise after about 45 minutes and this causing me to not sleep at night, which cause my blood pressure go through the roof. Last time I checked it was 180/100. Pressure just started elevating since not sleeping. FDA safety report ID# (B)(4).